Event description:
It was reported that the patient's right ventricular (rv) lead had steadily increased thresholds since implant. During a repositioning attempt, excessive fibrosis was noted in the pocket. The lead would not advance for repositioning. The physician was fearful that the lead may have been damaged during all the manipulations. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.